Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat and total delamination of the valve. Leak test and microscopic analysis was performed which identified: crack valve, total delamination of the valve and wear abrasion. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Total delamination of the valve (adhesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.